Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was pulled through the device during aspiration. After inserting the sheath into the patient aspiration was performed and "lots of air was coming out of the sheath." The sheath was removed from the patient and replaced with another faradrive, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned for analysis as it was disposed of by the facility after the procedure was completed.